Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier and re-seated cables. System operates as intended.

Event description:
The customer reported the system will not display an image. No patient injury was reported.